Event description:
The user is a (B)(6) year old boy who was diagnosed with bedwetting. Parents purchased the malem ultimate bedwetting alarm for treatment and used it as directed. The first night, the device developed an internal flaw and failed causing it to heat up and burn the child. Since the child is a deep sleeper, he did not wake up on time and the skin that touched his alarm got scarred. He has suffered burns on his shoulder and neck area. At this time, the family has discontinued using the alarm and reverted back to prescription medications. FDA safety report ID # (B)(4).